Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited noise during routine follow-up. Non invasive manuevers did not reproduce noise, all measurements were normal. The sensitivity was changed on the device to screen out noise. The lead was eventually replaced due to subclavian crush fracture.